Event description:
The customer has reported that the blue rotational cable on the holster is damaged. This was noticed prior to a procedure. There have been no pt consequences reported.

Manufacturer narrative:
Date sent: 04/13/2009. Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint, and found that the blue rotational cable was split and stretched. To correct the complaint, the site replaced the rotational cable. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.